Event description:
Treatment of a small amorphous aneurysm measuring 7.8mm x 7mm. The patient had a hemorrhagic stroke one week prior to the pipeline procedure and was weak in the left arm. The patient was given dual-antiplatelet therapy. On 05 may 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (5mm x 18mm) did not open proximally and had to be removed with a snare. The second pipeline (5mm x 20mm) also did not open and was removed by trapping the pipeline between the capture coil and catheter. The third device (5mm x 20mm) was implanted and did not open at first, but eventually opened with the help of a septoria balloon that was advanced through the p-comm (posterior communicating artery) in order to angioplasty (an option presented in the instructions for use, u.s.) The pipeline open. The patient was very slow to wake up and she also experienced mild aphasia post procedure that resolved over a few days. The physician believed these events may have been due to the previous stroke combined with a long time under anesthesia. The patient was on aspirin and plavix and was doing fine. Same event as MDR# 2029214-2014-00291 and 2029214-2014-00293.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was lost after the procedure. (B)(4).